Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep reported that prior to a case when setting-up the s8 the batteries for the main cart died after the system was unplugged to be moved. The system would not immediately power back on so a different s8 was used for the case. The rep plugged the system into the wall for about one hour and when the system was tested again it powered down immediately when unplugged. When a self-test was run the main cart batteries showed 0% charge. No patient was involved with this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the returned ups was found to have blown fet's. Otherwise; all 12 and 48 volt outputs measured normal voltage. The power button functions, as intended. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that upon return, the voltage of the battery was depleted, as it measured only 0.492. The accompanying ups was found to have blown fet's, which caused the battery to drain. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.